Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the reporter directly in the same month, and was able to obtain/verify limited information. The patient tests his blood glucose 4-5 times a day. The patient manages his diabetes by taking sliding-scale novolog insulin based on his meter readings. The reporter claimed that the patient took too much insulin based on an inaccurate high meter reading. It is not clear as to what date/time the alleged meter issue began. On the morning of one month prior, the reporter stated that the patient lost consciousness, was sweating, and had shallow/rapid breathing. It is not known what time the symptoms actually developed. The reporter did not know what meter reading the patient obtained that morning prior to developing symptoms or how much sliding-scale insulin he took. It is not known if the patient even ate breakfast that morning. At 10:50 am that same day, paramedics tested the patient's blood glucose using an emergency services meter and got a result of "25 mg/dl." The patient was treated with IV glucose. The patient's blood glucose was also tested on an emergency room (ER) meter and a result of "121 mg/dl" was obtained. The dates/times of the reported meter readings were not provided. The reporter was unwilling to provide additional information. Results of "171 and 264 mg/dl" were reported by the reporter. However, it is not known what dates/times these readings were obtained. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient lost consciousness after taking too much insulin based on an inaccurate high meter reading. The reporter also alleged that the patient received treatment from paramedics because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.